Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe assembly and confirmed the presence of a particle that was orange in color, brittle, and fibrous, measuring approximately 1.5 mm by 1.0 mm in size. The investigation concluded the particle was likely introduced during the component manufacturing or assembly processes.

Manufacturer narrative:
Bayer quality assurance product analysis received photos of the syringe, lot # 167770. The presence of a foreign particle is visualized in the photo. Product analysis is awaiting return of the product for further investigation. A follow-up report will be submitted after the investigation is completed. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: foreign body was detected inside a MRI syringe after being prepared for use, but not attached to the patient.